Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm that the primary line primed with no issues. Secondary line was connected to the cassette clave. Saline started dripping out underneath the clave connection. The treatment stopped and the lines changed. There was no injuries or harm and also the therapy delayed. There was no medication being used with this product and the product was not reprocessed or re-sterilized prior to use. The product was not contaminated or contain a biohazard or chemotherapeutic agent. There were patient involvement and delay in therapy, but no adverse event. No one was harmed as a result of the reported event.